Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seals to be broken, and a cracked plunger case and bottom case. The device's event history log was reviewed for evidence of the reported problem found. Base not responding" in the log. To conduct functional testing, the device was powered up. Upon power up, the reported problem was unable to be duplicated. Base not responding is an advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on. (Non-issue). The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited an error code - system error. Patient involvement is unknown.